Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that although the pump was able to beep and vibrate, it was noted to be unresponsive and stopped all insulin delivery. The customer's reported blood glucose (bg) level was 70 (mg/dl). There was no impact to the customer's blood glucose level. It was indicated that the customer would use a backup pump as alternate insulin therapy until the replacement pump was received.